Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that one side of the articulating point was broken. The adapter was damaged and bent. The connection between the reload and signia adapter was noted to be damaged. The reload adapter was found to be broken. There was damage to one of the blowout plates. The laminates were found to be herniated. It was reported that the articulation was insufficient, it was difficult to load and the instrument was bent. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: ensure that the black return knob on the instrument is pulled back completely and the articulation lever is neutral (0° relative) to the instrument. Cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. Failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Shipping wedge printing, "do not remove until loaded". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D.10. Concomitant product: sigadaptstnd, sig power sigadaptstnd linear adapter, (serial # (B)(6)); sigadaptshort, sig power sigadaptshort lin short adapt, (serial # (B)(6)); sigphandle, sig power sigphandle handle, (serial # unknown); sigpshell, sig power sigpshell control shell, (lot # unknown); egia60amt, egia60amt egia 60 artic med thick sulu, (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a gastrectomy procedure, when at the stomach, after firing, the cartridge could no longer be disconnected. Upon inspection, a wire-like metal was exposed from the bending part of the cartridge. Even when trying to operate it with the power handle, it did not move. It was restarted, but it did not operate. Even after removing and reconnecting the adapter, it did not operate. In the end, by using the manual adapter tool, the articulation in the middle area was able to be restored, but the connection part between the cartridge and the adapter was also bent, and the cartridge could not be removed. To resolve the issue, manual suturing was performed, and the surgical time was extended. It took from several tens of minutes to several hours. Medtronic's initial evaluation of the incident found that the laminates were found to be herniated.